Event description:
It was reported that post-paced t wave oversensing was observed following ventricular-paced events programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).